Event description:
An unexpected battery depletion was reported for the subject pacemaker. On (B)(6) 2018, the battery impedance was 5.99 kohms with a displayed residual longevity of 17 months. On (B)(6) 2018, the battery impedance was 17.09 kohms. Based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
An unexpected battery depletion was reported for the subject pacemaker. On (B)(6) 2018, the battery impedance was 5.99 kohms with a displayed residual longevity of 17 months. On (B)(6)2018, the battery impedance was 17.09 kohms. Based on available data, normal battery depletion occurred (based on hrs guidelines).